Manufacturer narrative:
The device was returned undeployed. The device deployed when the top housing was removed. Score marks were found on the underside of the top housing indication interaction between the linkage assembly and top housing. Inspection of the download data showed timeouts and a drive stall during after the priming sequences. The drive stall caused a 0x40 as the rotational sensor maximum open count was exceeded. Because the drive stall occurred after the priming sequence it could be concluded that it did not contribute towards the reported symptom code. Rerun of the device did not replicate timeouts or a drives stall. Inspection of the drive mechanism found no abnormalities that could have caused a drive stall. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The needle mechanism assembly components were thoroughly observed and no damages or defects were observed that would cause a needle mechanism failure. The cause of the drive stall could not be determined. It was concluded that interaction between the top housing and linkage assembly prevented the deployment of the device as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy. The pod was not worn and no adverse patient impact was reported.